Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event.

Event description:
It was reported that the wake button was difficult to press and/or required multiple presses to turn on. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.